Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a remote test, the top monitor of the ablation system stopped functioning without prompt from the user. It was reported that redirecting the video cable for the bottom screen restored functionality to the top monitor. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the reported issue. Analysis found that the software of the ablation system functioned as designed. If information is provided in the future, a supplemental report will be issued.